Event description:
It is reported that the patient was revised due to pain.

Manufacturer narrative:
Information was received from a consumer who is not required to complete form 3500a. This report will be amended when our investigation is complete.

Manufacturer narrative:
This follow-up report is being submitted to relay updated and additional information. Medical products: lps-flex option femoral g-l; p/n: 00596401701, l/n: 54769200; nexgen lps-mobile articular surface size g 14mm; p/n: 99594607014, l/n: 70801400; osteobond bone cement; p/n: 00110100800, l/n: 5582900; all poly pat comp 32dia; p/n: 00597206532, l/n: 60003654; nexgen fluted stem mobile tibial component size 6; p/n: 99594606001, l/n: 69020500. Complaint sample was evaluated and the reported event was confirmed. Visual evaluation of the returned femur and articular shows damages related to use like nicks, gouges, wears. The femur dimensions were within the specification of the print, where measured. DHR was reviewed and no discrepancies were found. Per package loosening, pain, and instability are known adverse effects of this system. With updated information, no change in the root cause. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.